Event description:
Customer reported that the insulin pump returned multiple no delivery alarms, then a motor error alarm during bolus. Customer did not recall any significant events leading up to the error alarms. Blood glucose level was 439 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Cracked reservoir tube lip, cracked battery tube threads, minor scratcheson display window and cracked case near display window corners noted during visual inspection. Unable to prime during prime/a33 alarm test due to moisture damage noted in fsr. Moisture damage noted on motor assy. Pump passed basic occlusion and displacement tests. No motor error alarms noted. Unable to confirm excessive no delivery alarms due to prime anomaly.(B)(4)